Manufacturer narrative:
Additional information: update to device information. An event regarding abnormal ion level involving a metal head was reported. The event was not confirmed. Methods & results: product evaluation and results: not performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated: [...] Based upon the information available for review, no confirmation of the event description or creation of a medical report is possible. ... Implanted with anatomic v40 femoral head ... Right hip ... (B)(6) 2011 ... Femoral head explanted (B)(6) 2019 ... Device recalled and excessive levels of chromium and cobalt in the blood. "(B)(6) 2011 page 2 of 3 peri-operative record listing medications and implant components. (B)(6) 2019 operative report "revision right tha with removal of well fixed femoral stem, debridement of metalosis ... Placement of new polyethylene liner ... New femoral stem.""post-op diagnosis"failed right total hip with fracture of the trunnion ... Significant metalosis ..." Gen. Anesthesia and a posterior approach.op report notes: "... A little bit of aching about a month ago ... 5 days ago ... A pop ... Significant pain ... Diagnosed with a broken stem ... Neck ball junction ... Copious amount of ... Blackened oilish fluid ... Femoral hea had fractured off the tip of the trunnion... Collar still intact on the stem ... Removed stem with osteotomes ..." Changed to 17/140 reclaim stem, proximal body, 36 head, 36/10 degree insert. Cabled trochanteric osteotomy. Uncomplicated surgery. No clinical or pmh, no primary op report, no imaging studies, no lab or surgical pathology reports, no examination of explanted components. Product history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for lot referenced. Conclusions: the subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall pfa was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an anatomic v40 femoral head on his right hip on or about (B)(6) 2011 and had the femoral head explanted on (B)(6) 2019. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an anatomic v40 femoral head on his right hip on or about (B)(6) 2011 and had the femoral head explanted on (B)(6) 2019. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood.